Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: · led lights up dimly · blade damaged · blade bent · adhesive points on camera head worn · housing discoloured · cover discoloured · plug oxidised · plug worn the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. The instructions for use specify that a visual and functional inspection must be carried out before starting any work, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the two leds light up dimly. No negative impact in state of health reported.